Event description:
After a hemilaminectomy at the l4/5 level, the surgeon successfully placed the microblade shaver device. The device position was rostral in the foramen. Upon reciprocating the device about 5 times, the device slipped upward and the surgeon observed that the inferior articular process (iap) had fractured. He proceeded with the remainder of his surgery without further incident. The surgeon reported the pt to be doing "very well" in 2009.

Manufacturer narrative:
The device was not returned for inspection, as no device malfunction occurred. Surgeon reported that extent of laminectomy resulting in a narrow isthmus of bone, combined with rostral shaver orientation, contributed to fracture of iap.